Event description:
The customer reported to olympus that the evis lucera gastrointestinal videoscope was leaking from the air/water (a/w) channel. Inspection and testing of the returned device uncovered a foreign material which was deposited in the nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The subject device was returned and evaluated. The reported leak was confirmed; the water tightness was lost due to pinhole in the forceps channel. The following observations were also made: the right/left and up/down knobs were worn from physical stress, the lever was scratched, the paint on the a/w cylinder had peeled, the adhesive around the objective lens had peeled, the coating on the control section had peeled and was also scratched and discolored, and finally there were numerous scratches and cracks through the device. The investigation is ongoing. A supplemental report will be submitted upon completion

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the foreign material in the nozzle was unable to be identified. Olympus will continue to monitor field performance for this device.